Event description:
Hcp reports a motor stall due to patient being near a magnetic field. Hcp mentioned that they were unable to get telemetry and had been using a magnet for programming. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.